Manufacturer narrative:
Additional information: sections d4 - lot #, expiration date, UDI # , serial # and h4.

Manufacturer narrative:
Additional information: section a1, a4, b7 & h10. Related mfg report numbers : 3011175548-2024-00137; 3011175548-2024-00138.

Event description:
N/a

Manufacturer narrative:
Investigation summary: based on the details provided, the stent strut on the proximal end of the stent lifted up during deployment. The procedure was a balloon expandable vascular aneurysm repair. An image of the lifting of the stent strut was provided and the device in question has been returned for evaluation. The image shows that the stent had a large curvature, and that one strut was lifted on the proximal end of the stent. This was also confirmed when the device was evaluated after being returned. There were no signs of attempted deployment of the stent. For a strut to lift up on the proximal end as seen in the returned device it is likely due to the stent either making contact with the structure of the endograft used in the case and/or during positioning of the stent where it is also possible that the stent was pulled back into the sheath lifting the one stent strut. The strut would not have lifted on this proximal end of the stent while advancing either in the sheath or while advancing within the vasculature. For the strut to lift the stent would have had to been pulled in a backward motion. It is not clear based on the image that the catheter was withdrawn back through the introducer sheath. If the stent was brought back through the introducer sheath while still on the catheter the stent strut would not be lifted as seen in the image. The introducer sheath would have inverted the lifted strut backward compressing it on to the underlying stent. The image shows a perfectly crimped stent otherwise and there are no signs of stent deployment. This contradicts the provided details in the questions answered states the strut lifted during deployment. There is also damage to the center of the stent where two connectors are deformed and bent in what appears to be compressive damaged caused by forcing the advancement of the stent. The instruction for use aw011781 are specific per line 17. ¿do not pull an unexpanded stent back through a guiding catheter or sheath¿. A review of the device history records shows that this lot of catheters passed all quality and performance requirements and there were no non-conformances during the process of manufacturing related to the complaint and all equipment was calibrated at the time of manufacture. There were no related complaints identified in the complaint history search and there were no related cr¿s, CAPA¿s or ncr¿s identified. Based on the information provided in the complaint, the review of the returned product and device history records review there is no evidence to conclude that the device was faulty or manufactured improperly. As the stent was found to have been lifted as described the complaint has been confirmed however there is no evidence to suggest the stent was packaged in this condition by the manufacturer. The damage appears to have been caused during the procedure. In this regard the root cause is considered operational context.

Event description:
During a procedure, after inserting the stent system, an x-ray showed that the stent grid was bent at the proximal end, system could be removed and a new advanta v12 8x59x120 was successfully placed. There was a procedure delay but no patient injury.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.